Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that after a da vinci-assisted surgical procedure, with a maryland bipolar forceps instrument, where the tip was observed broken. The procedure had no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however the site did not have any further information to provide.